Event description:
Customer reporting 1 false positive sars result for 4 year old, female, symptomatic (with abdominal pain) patient. Patient is on daily steroid medication. Customer communicated the results were confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends.. Root cause: unable to determine source: phone.